Event description:
Customer reports steri-strip closures were applied post eyelid surgery on (B)(6) 2013. Alleges extremely inflamed itchy rash and blisters occurred. States no product or lot numbers available. Reports md thought it was an allergy to steri-strip closures and prescribed oral prednisone for treatment. Reports a symptoms cleared within 3-4 days and skin has returned to normal.

Manufacturer narrative:
Method: device not provided to manufacture for evaluation. Complaint type is being monitored and analyzed.